Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and component migration. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2013, this patient underwent an endovascular repair of the right common iliac artery and internal iliac artery aneurysms using a gore® excluder® aaa endoprosthesis contralateral leg component. A coil embolization procedure to the right internal iliac artery was also performed. Final angiography identified a type ii endoleak originating from ilio-lumber artery; and the physician elected to monitor the patient. The patient tolerated the procedure. On an unknown date, follow-up imaging identified the aneurysm enlargement (measurement unknown) due to the type ii endoleak. On an unknown date in (B)(6) 2017, proximal migration of the contralateral leg component and subsequent proximal type I endoleak were identified. It was reported that the migration and the proximal type I endoleak was due to the aneurysm enlargement caused by the type ii endoleak. On (B)(6) 2017, a gore® excluder® aaa endoprosthesis aortic extender component was implanted to extend the contralateral leg component proximally to repair the migration and the proximal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
Corrected the event description.

Event description:
On an unknown date in (B)(6) 2017, distal migration of the contralateral leg component and subsequent proximal type I endoleak were identified.